Event description:
On (B)(6) 2022 a patient underwent a 2 level extreme lateral interbody fusion procedure at l3/4 and l4/5 with posterior fixation l3 to l5. On (B)(6) 2022 patient experienced numbness and tingling in the right lower extremity from the calf down the foot and identified as adjacent segment degeneration. On (B)(6) 2023 a transforaminal lumbar interbody fusion took place at l5-s1 and fixation extended to include s1. On (B)(6) 2023 a surgical site infection was identified. On (B)(6) 2023 a postoperative wound infection lumbar spine irrigation and debridement procedure took place without a reported issue. On (B)(6) 2023 a decompression procedure was required including revision of the l5-s1 posterior fixation.

Manufacturer narrative:
No product malfunction was alleged and the devices remain in-situ, no radiographs or images available so the complaint could not be confirmed. Review of the study report noted spinal compression requiring a revision of the posterior fixation nine months post operative suggesting a continuation of pathology or insufficient decompression during index procedure as possible cause or contributors but no definitive root cause could be determined. No additional investigation can be completed. Labeling review: "contraindications contraindications include, but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation. 3. Patients with known sensitivity to the materials implanted. 4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome. 7. Reuse or multiple uses." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include. Permanent pain and/or deformity." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union." "Warnings, cautions and precautions the subject device is intended for use only as indicated. The safety and effectiveness of pedicle screw spinal systems have been established only for spinal conditions with significant mechanical instability or deformity requiring fusion with instrumentation. These conditions are significant mechanical instability or deformity of the thoracic, lumbar, and sacral spine secondary to severe spondylolisthesis (grades 3 and 4) of the l5-s1 vertebra, degenerative. Spondylolisthesis with objective evidence of neurologic impairment, fracture, dislocation, scoliosis, kyphosis, spinal tumor, and failed previous fusion (pseudoarthrosis). The safety and effectiveness of these devices for any other conditions are unknown. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. Caution must be taken due to potential patient sensitivity to materials. Do not implant in patients with known or suspected sensitivity to the aforementioned materials." "Care should be taken to insure that all components are ideally fixated prior to closure." "All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Single use/do not re-use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at." 9401879-en p-12/2018.